Manufacturer narrative:
New information from consumer clarifies that their diamondclean power toothbrush did not damaged their tooth enamel. Revised from adverse event to product problem. New information from consumer clarifies that their diamondclean power toothbrush did not damaged their tooth enamel. Revised to the consumer was discomforted because they felt higher teeth sensitivity when using the toothbrush. Revised lot # from not applicable (na) to no information (ni). New information from consumer clarifies this is not a reportable event as: patient outcome FDA c-code has been updated to reflect the new information from (B)(4) to (B)(4). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer was discomforted because they felt higher teeth sensitivity when using the diamondclean toothbrush. No serious injury reported.

Manufacturer narrative:
The reported injury was damaged tooth enamel. Report source: complaint received from russia federation.

Event description:
A consumer reported that their diamondclean power toothbrush damaged their tooth enamel.